Event description:
It was reported that during a prostate procedure, the "fiber was spinning in the cap" at 510,966 joules of use. Time expended 52:13 minutes. The procedure was completed using a second fiber. There were "no adverse outcomes¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-415a-(B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window and moderate detritus adhesion; the glass cap is depressed at the output area. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.